Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error screen. There was a device program ram error during the implant procedure. The issue was self-correcting. No adverse patient effects were reported. This product remains in-service.